Manufacturer narrative:
(B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. The manufacturing location for this product is greater asia. This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed. And the franklin lakes FDA registration number has been used for the manufacture report number.

Event description:
It was reported that during use a bd¿ IV administration set a120f (bp) was found leaking as ¿there is no filter in the air vent, so leakage of fluid occurred.¿ there was no report of exposure, injury or medical intervention needed.

Manufacturer narrative:
Investigation summary: one sample was returned to sanxin. Sample was inspected and the reported defect was observed. In process record verification - sanxin verify the affected lot g1170605 record, lot size 40050 pcs, accordingly to semi-finished product inspection, criteria air vent water resistant sampling plan [0 1], total inspected 1 time, no leakage occurred. Finished goods record verification - sanxin verify the affected lot g1170605 record, lot size 40050 pcs, criteria leakage sampling level s-2, aql 1.0, sampling plan 13 [0 1], inspected 13 pcs, no leakage found. Corrective action: equipment maintenance worker shall check the function and performance more frequently of the equipment, to avoid equipment issues leading to quality incident. Educate the operators / inspectors on this complaint reject, strength the unqualified product inspection. Sanxin set up in process control flow chart, when the line performance exceed the control line, workers needs to suspend operation and inform the mechanics for adjustment. Conclusion: likely cause is during the air filter assembly process, the tooling position is deviated such that the air filter could not match with the air vent perfectly, resulting in air filter not welded on the spike. Due to air filter is white color which is same color as spike, the inspector conducting 100% inspection on the assembly might have missed this non-conforming piece.